Event description:
As reported, the indicator window on a 7f exoseal vascular closure device (vcd) never changed color until the device was fully removed. After removal, the guidewire loop was pulled and the deployment button was pressed to release the plug normally, outside of the body. Hemostasis was achieved by manual compression for 20 minutes. There were no reported injuries to the patient. This was during an interventional procedure in which a retrograde approach was used with an unknown 8f 11cm sheath. One exoseal device used. No obvious device/packaging damage before use. The physician has many years of experience with exoseal. Angiography confirmed femoral suitability: vessel diameter =5 mm; no obvious calcification, plaque, stent, or >50% stenosis at/near the puncture site. The patient¿s body mass index (bmi) did not exceed 40. Before exoseal use, there was no evidence of pre-existing hematoma, avf, or pseudoaneurysm. A 60-degree angle was maintained when using the exoseal vcd. The insertion angle of the vascular sheath introducer was confirmed to be between 30¿45 degrees, and the puncture site had not been previously closed within the past 30 days. There was no difficulty connecting the vascular sheath introducer with the vcd. The indicator wire cowling locked into the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. Upon removal of the device, the indicator wire loop was deployed, and no anomalies were observed. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b4, b5, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the indicator window on a 7f exoseal vascular closure device (vcd) never changed color until the device was fully removed. After removal, the guidewire loop was pulled and the deployment button was pressed to release the plug normally, outside of the body. Hemostasis was achieved by manual compression for 20 minutes. There were no reported injuries to the patient. This was during an interventional procedure in which a retrograde approach was used with an unknown 8f 11cm sheath. One exoseal device used. No obvious device/packaging damage before use. The physician has many years of experience with exoseal. Angiography confirmed femoral suitability: vessel diameter =5 mm; no obvious calcification, plaque, stent, or >50% stenosis at/near the puncture site. The patient¿s body mass index (bmi) did not exceed 40. Before exoseal use, there was no evidence of pre-existing hematoma, avf, or pseudoaneurysm. A 60-degree angle was maintained when using the exoseal vcd. The insertion angle of the vascular sheath introducer was confirmed to be between 30¿45 degrees, and the puncture site had not been previously closed within the past 30 days. There was no difficulty connecting the vascular sheath introducer with the vcd. The indicator wire cowling locked into the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. Upon removal of the device, the indicator wire loop was deployed, and no anomalies were observed. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, achieving indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 7f exoseal vascular closure device (vcd) never changed color until the device was fully removed. After removal, the guidewire loop was pulled and the deployment button was pressed to release the plug normally, outside of the body. Additionally, the device was used beyond its expiration date. There were no reported injuries to the patient. This was during a procedure in which a retrograde approach was used with an unknown 8f 11cm sheath. One exoseal device used. No obvious device/packaging damage before use. The physician has many years of experience with exoseal. Angiography confirmed femoral suitability: vessel diameter =5 mm; no obvious calcification, plaque, stent, or >50% stenosis at/near the puncture site. Before exoseal use, there was no evidence of pre-existing hematoma, avf, or pseudoaneurysm. A 60-degree angle was maintained when using the exoseal vcd. The device will be returned for evaluation.